Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without maintaining a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detectable and preventable by handling device in accordance with the following IFU: evis lucera gif type q260j operation manual [chapter 4 operation 4.2 using endo-therapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex video scope tip cover was burned. There was no patient involvement.